Manufacturer narrative:
The hbsag ii reagent expiration date was not provided. The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. The investigation was limited as no calibration or quality control data were provided, and the patient sample material was unavailable for further analysis. The discrepant results between aliquot a and aliquot b were attributed to either contamination of aliquot b with positive material or a sample mix-up during the aliquoting process. These potential pre-analytical factors could not be conclusively confirmed. The customer was advised to test a fresh sample from the patient and to assess results in conjunction with the patient¿s medical history, clinical examination, and other findings. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results between two aliquoted patient sample tubes tested with the hbsag g2 elecsys cobas e 100 v2 assay on a cobas 8000 core unit. A blood sample was drawn from the patient, processed on-site, and aliquoted into a tube labeled as aliquot a, which was shipped to the ppd laboratory. Upon receipt, aliquot a was used to create a second aliquot, labeled as aliquot b. Aliquot b was tested using the hbsag g2 elecsys cobas e 100 v2 assay and generated a reactive result (no numeric value provided). Confirmatory testing of aliquot b using the elecsys hbsag confirmatory test on a cobas e 801 analyzer yielded a positive result. The expected result for the sample was non-reactive. Subsequent re-testing of aliquot a using the hbsag g2 elecsys cobas e 100 v2 assay generated a non-reactive result. The discrepant results between aliquot a (non-reactive) and aliquot b (reactive, confirmatory positive) were confirmed.